Event description:
During the procedure the depuy mitek vapr handpiece failed. The machine displayed the error "output shorted". We turned off the machine and turned on the machine and the same error message was displayed. The hand piece was traded out with a new one and we did not have any more issues.